Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 28-aug-2024: the instrument was inspected prior to use with no damage seen. The incident with the clip applier instrument occurred while the surgeon attempted to clamp on a vessel. The surgeon experienced the clip applier's jaw movement. Surgeon used a 10mm hem-o-lock clips for the procedure. The vessel was not greater than the specified diameter suggested in the instructions for use (IFU). The subject clip applier instrument had been used once during the case when the incident occurred. A backup instrument was used to resolve the issue. No photos or videos were available for review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the wire near the jaw of the large hem-o-lok clip applier instrument became loose. As a result, the surgeon was unable to apply the clip and move the jaw of the instrument. The clip applier instrument was replaced with a backup one. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The broken grip cable at the proximal end resulted in the loose grip cables at the distal end.

Event description:
Refer to h10/h11 for follow-up information.